Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity rx coronary drug eluting stent was attempted to be used to treat a severely tortuous and severely calcified lad. The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that the stent dislodgement occurred during removal following a failed delivery. The dislodged stent was removed with a snare. No further patient injury reported. It was stated that the event was due to use of the device in a difficult lesion morphology/ anatomy.

Manufacturer narrative:
Product analysis summary: the resolute integrity delivery system and non-medtronic balloon catheter that had dislodged stent attached to it, were received for analysis. The balloon folds of the resolute integrity delivery system were intact. Crimp impressions were visible on the exposed balloon surface. Deformation was noted to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was noted to the remainder of the delivery system. Deformation was evident to the dislodged stent. If information is provided in the future, a supplemental report will be issued.